Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (connector damaged/service code 204) has been confirmed. Upon investigation the trunk cable connector pins were bent, preventing connection to the monitor causing the service code 204. The root cause for the damaged connector pins were excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable) and that the belt connector was damaged.